Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that upon initial sculpting of the nucleus during a cataract extraction with intraocular lens procedure the phaco tip seemed to be occluded. A white cloud of "lens milk" appeared and immediately the incision turned white. The tip was removed, and irrigated with balanced salt solution and still showed it as occluded. The surgeon notes this may have been caused by tight sleeve on the tip. Four sutures were required. The patient has done well, vision is at the pre-operative goal. The thermal injury was minimal and was recognized early.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The completed questionnaire was reviewed by the clinical analyst, who stated the following: ¿the surgeon reported a corneal burn occurred. The surgeon completed a questionnaire and noted the patient was a (B)(6) female with surgery on the left eye (os). The event occurred on (B)(6) 2016 and occurred within seconds of the initial sculpting of the nucleus. The phaco tip seemed to be occluded, a white cloud of "lens milk" appeared and immediately the incision turned white while in position three (3) on the foot pedal. The phaco tip was removed and balanced salt solution (bss) was irrigated through but was still showing occlusion. The surgeon believes it was possibly a tight sleeve on the tip. Four (4) sutures were required to close the wound. The patient is doing well with the vision at the pre-op goal. The surgeon noted the thermal injury was minimal and recognized early. The handpiece was adjusted and the surgery was completed. The outcome of the event was noted as ¿will resolve without treatment.¿ the patient was not hospitalized as a result of the event. The patient has an ocular history of fuch¿s dystrophy and medical history of arthritis. There was no shallowing or collapsing of the anterior chamber. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. This is the first complaint reported for this finished goods consumable lot. A review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint. Therefore, a visual inspection and functional testing could not be performed. No phaco tip sample was returned for evaluation. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification and are cleaned prior to being released. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on january 4, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the customer's complaint could not be established as samples have not been received. Without a sample, it is not possible to isolate the root cause. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).